Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that stenting of the outflow graft was performed. Two covered balloon expandable stents were implanted. After the implantation patient felt good, and no changes in parameters. Dual antiplatelet therapy will also take place for six months.

Manufacturer narrative:
D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad)outflow graft has thrombosis. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) outflow graft (unknown lot number) was not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the device lot number was unknown. Log file analysis could not be performed since log files were not available for analysis. The reported thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus and neurological dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented to the hospital with a stroke, the patient is in normal condition in the neurology department. The vad thrombus on the outflow graft was confirmed via computerized tomography (CT).

Manufacturer narrative:
A correction supplemental report is being submitted as some of the codes were revised. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.